Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that last night, her blood glucose was 159 mg/dl. This morning, her blood glucose was 243 mg/dl and then she bolused. Customer's blood glucose was 412 mg/dl at lunch and she bolused again. Customer stated that her blood glucose has not come down. Customer stated that she has treated with a bolus and has a back-up plan. Customer had symptoms of high blood glucose such as feeling tired. Troubleshooting was performed and customer stated that the insulin did exit the tubing during manual prime. Customer had a low reservoir alarm in the alarm history. Customer did not have a tubing clamp and will be shipped one. Customer stated that the cannula was not bent. Customer was advised to do a complete set change. Customer called back and her last blood glucose was 110 mg/dl. Customer stated that there was no serious injury or hospitalization. Customer had a kidney transplant 2 years ago but no high blood glucose. Customer was advised to monitor the pump.